Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of several inappropriate shocks. Tachycardia therapy was exhausted as a result. The patient reported feeling traumatized by the shock therapy and was hospitalized overnight for further review. Review of the episode noted that the rhythm appeared to be consistent with a dependent bundle branch block. The patient had just finished exercising at the time of the event. The sensing vector was noted to be programmed to secondary. The automatic setup process was run and the device again chose secondary for the sensing vector. The smartpass feature was programmed on and the therapy zone was reprogrammed. This product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this device was explanted due to inappropriate shock therapy. No new system was reported to have been implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.